Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020 the service engineer (se) inspected the device and found that the user could still make changes via the touchscreen. The se replaced the front bezel to address the navigation ring issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24feb2021. B4: 01mar2021. H11:g5: k102985. H10: a front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
It was reported that the ventilator's numbers were jumping around and pressure goes up when attempting to change settings. The customer troubleshot with technical support and found the navigation ring was not functioning. There was no patient involvement.